Event description:
A customer reported a malfunction with their insulin pump, identified by the serial number. There was no adverse impact on the customer¿s blood glucose level, and it did not exceed 500 mg/dl. The customer was assisted by technical support in resetting the pump, but the malfunction code recurred. Since the pump was out of warranty, the customer was advised to use their new pump, which was not immediately available, and to use manual insulin injections as a backup. The customer was informed to contact technical support for assistance in setting up the new pump when it was accessible. No further action was required from technical support at the time.